Event description:
It was further reported that three (3) controller ac adapters were returned to the manufacturer and subsequently tested out of speci fications during manufacturer's analysis.

Manufacturer narrative:
A supplemental report is being submitted for correction and the codes and investigation summary was revised. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿controller ac adapter d4: model #: 1430/ catalog #: 1430/ expiration date: / serial or lot#: (B)(6) UDI #: d9: yes returned: 04-jan-2023 h3: yes h4: mfg date: h5: no d1: heartware ventricular assist system ¿controller ac adapter d4: model #: 1430/ catalog #: 1430/ expiration date: / serial or lot#: (B)(6) UDI #: d9: yes 04-jan-2023 h3: yes h4: mfg date: h5: no d1: heartware ventricular assist system ¿controller ac adapter d4: model #: 1430/ catalog #: 1430/ expiration date: / serial or lot#: (B)(6) UDI #: d9: yes 04-jan-2023 h3: yes h4: mfg date: h5: no updated product event summary: the controller (B)(6), three (3) controller ac adapters (B)(6) and a battery with an unknown serial number were not returned for evaluation. Log file analysis was performed and no anomalies were observed within the analyzed period. Log file analysis was performed and no anomalies were observed within the analyzed period. Visual evidence provided by the site revealed that the connector of a battery was damaged/ worn out. Of note, the site reported that the power sources were able to connect. Failure analysis of the returned controller ac adapters revealed that the center blocks of the connectors were slightly misaligned, which resulted in some resistance when connecting to a test controller. However, the connectors were still able to connect to a test controller. The reported controller poor mechanical connection event could not be confirmed; however, the observed damage power source connectors could have contributed to the reported event. Applicable risk documentation and experience with events of similar c ircumstances were considered; a possible root cause of the reported controller poor mechanical connection event can be attributed, but not limited, to connector damage, and/or to marginal connection between the power sources and controller. Based on the available information, the most likely root cause of the observed damaged power source connectors event can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 investigated damage to power source. CAPA pr00405633 investigated damage to power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported visual evidence provided, revealed a worn/damaged connector with an unknown battery.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: / catalog #:/ expiration date: 1 / serial or lot#: unk UDI #: h4: mfg date: h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6:FDA device code(s): a04 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 h6: patient img code(s) g04034 product event summary: the controller (B)(6) and a battery with an unknown serial number were not returned for evaluation. Log file analysis was performed and no anomalies were observed within the analyzed period. Visual evidence provided by the site revealed that the connector of a battery was damaged/ worn out. Of note, the site reported that the power sources were able to connect. The reported controller poor mechanical connection event could not be confirmed; however, the observed damage power source connectors could have contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller poor mechanical connection event can be attributed, but not limited, to connector damage, and/or to marginal connection between the power sources and controller. Based on the available information, the most likely root cause of the observed damaged power source connectors event can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 investigated damage to power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's primary controller exhibited poor mechanical connection. Of note, none of the pins on the controller were bent. During a clinic visit, the patient's power sources were all tested on the site's "ventricular assist device (vad) simulator" ports and were able to connect. The site believed that it is most likely a connection issue with the primary controller. The controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.